Event description:
It was reported that the air conditioner in the equipment room failed. The tube chiller over heated and tripped the thermal interlock. The system malfunction resulted in the unavailability of fluoro x-rays. The patient with a broken catheter tip was moved to another room. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.